Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level (bg) was 49 mg/dl. No further information was provided regarding the reported event and customer declined to perform troubleshooting for the low bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.